Event description:
In 2003 the manufacturer's service representative replaced a case 8000 stress system with a ge case stress system at the customer site. Several tests were performed 3 days later, by the staff. During one stress test the treadmill did not stop when the technician thought she was pressing the recovery button. The patient fell from the treadmill and was taken to the emergency department for minor injuries.